Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion area was located in a severely calcifed forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty of the shunt. During the procedure, the balloon device was advanced for dilatation. However,the balloon ruptured. The device was removed using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure. It was further reported that that the balloon ruptured at 10 atmospheres upon the first inflation.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). D4: lot number: updated to 0026311117. D4 expiration date: updated to 11/05/2022. D4 UDI: updated to (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion area was located in a severely calcified forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty of the shunt. During the procedure, the balloon device was advanced for dilatation. However,the balloon ruptured. The device was removed using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure.